Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and stomach pain. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with vancomycin injection (500mg, every 5th day, discontinued on an unknown date) and amikacin injection (250mg, intraperitoneal, once daily, discontinued on an unknown date) for peritonitis. At the time of this report, the patient recovered from peritonitis and was discharged from the hospital. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.